Event description:
It was originally reported that the pt experienced pain at the neurostimulator site with minimal touch. The stimulation was decreased and it was still painful. It was noted that there was no infection. The company representative confirmed that surgical intervention is scheduled.